Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported "capsular contracture baker grade iii and exchange of textured devices". This record is for the left side. Device has been explanted.

Event description:
Healthcare professional reported "capsular contracture baker grade iii and exchange of textured devices". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation : based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. Anxiety-product/procedure: unable to observe as it is not related to the device.

Event description:
Healthcare professional reported "capsular contracture baker grade iii and exchange of textured devices". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "capsular contracture baker grade iii and exchange of textured devices". This record is for the left side. The device has been explanted.